Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced cartridge resistant when filling a cartridge. The customer performed needle and syringe changes to address the issue. There was no reported adverse impact to the customer's blood glucose level.